Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Twenty months following the procedure, the patient experienced mesh erosion and dyspareunia. It was also reported that the small erosion in mid-line was less than one centimeter. On (B)(6) 2016 the patient underwent excision of fibers causing erosion. Additional information will be requested.